Event description:
The pt was implanted with a siltex saline mammary prosthesis. Subsequently, the pt experienced a deflation of the device, capsular contracture and an infection. The device was removed on 1999.